Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: surgeon has agreed just today to pull notes and recalibrate understanding about how many cases relate to surgicel powder. Investigation of remaining product indicates that only 3 cases had sc powder in use . Surgeon indicating a number of infection cases. Ie >3 agreed its ¿possible¿ that other powders have been used under the generic banner of ¿surgicel'. And similar reactions have been one formalised and complete at his end sister@ theatre has agreed to supply remaining stock for returns. Teams are capable & willing to assist our investigations. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was mentioned that 3 patients used surgicel. Did these 3 patients all experience an infection? Patient 1 ¿ surgicel powder ¿ developed infection. Patient 2 ¿ surgicel powder ¿ did an adverse event occur? Patient 3 ¿ surgicel powder ¿ did an adverse event occur?

Event description:
It was reported that a patient underwent a surgical procedure in early (B)(6) 2019 and an absorbable hemostat was used. The patient developed an infection/ reaction post-operatively. The surgeon specified that he irrigated excess product off to avoid encapsulation. Medical intervention was required to remedy the local reaction and to meet patient's needs. The surgeon opines that the seriousness is medium to high. Additional information was requested.